Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm reading was 85 mg/dl around 3:00 pm while the patient was in line at disneyland. The patient started to feel symptoms of hypoglycemia and after two minutes, she passed out. Her husband grabbed her and called for help from the emergency personnel of the park. They treated the patient with coca-cola and cotton candy and the patient regained consciousness. After the treatment the cgm reading was 180 mg/dl and the blood glucose reading was 130 mg/dl. The patient declined to be taken to the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No additional patient or event information is available.